Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reported issue was not confirmed, however, evaluation found the image color was abnormal due to faulty printed circuit board (dp) board. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite video system center had no image. The procedure was not delayed. There were no reports of patient harm.